Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Voluntary medwatch report (mw5066087) revealed the patient allegedly experienced discomfort and system malfunction. No further details are provided. The ipg was explanted on (B)(6) 2015 but the leads remain implanted. The patient alleged the ipg was included in a recall and gave the recall number 63154-23. According to FDA database, the recall (event ID 63154) includes eon mini ipgs which were manufactured in april 2012, however, the patient was implanted in 2009. Therefore, the reported ipg can't be part of the 63154 recall.